Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. Device uploaded properly using care link. Device was monitored for one day. No charge/battery anomaly, unexpected low battery alarm or off no power alarm noted. No rewind anomaly or motor anomaly noted. The motor was tested outside of the device and passed. All buttons functions properly. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the act button was not working, it was harder to press and had to press more than once to activate. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rewinds slower. The insulin pump will not be returned for analysis.